Event description:
Additional information received reported, the cause of the intermittent impedance measurements were not determined. Troubleshooting included x-ray, impedance measurements, and stimulation with all the electrodes, although no therapeutic effect was confirmed. No revision was done. It was noted that to determine the cause, stimulation settings were changed although not identified. It was indicated that the patient had now taken medicine.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # v389451, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot # v395405, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3487a-33, lot # v389451, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot # v395405, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received noted that measured impedance was very high and a fracture was suspected. For replacement, an investigation was made but the cause could not be identified. Stimulation became unstable at the end of 2012 and subsequently, and the patient had not felt stimulation at all since (B)(6) 2013. For replacement, they checked the connection between the stimulator and the extension, however, the impedance did not improve. A pocket adaptor was used to measure the impedance again, yet no change was observed. Then, they checked the connection between the electrode and extension, yet the problem did not improve. As such, the replacement was cancelled and removal was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v389451, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-33, lot# v395405, implanted: (B)(6) 2010. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins, serial (B)(4) found no significant anomoly. Analysis of the lead, lot v38945, found that all conductors were broken 10cm from the proximal end. Analysis of the lead, lot v395405, found that two conductors were broken 15.9cm from the distal end. Two conductors were broken 14.8cm from the distal end. Lastly, outer insulation was found to be overstressed/damaged as two conductor wires were cut through at 8.5cm from the proximal end. (B)(4).

Event description:
It was reported that the patient uses stimulation in the morning and evening. The day of the event, the patient had felt stimulation in the morning but it had not come in the evening. The next day the patient visited the hospital to have the device adjusted. It was reported that ¿increasing the stimulation, it couldn¿t be provided.¿ an impedance measurement was performed and impedances were found to be high, with ¿almost all¿ electrodes not being able to be used. It was noted that ¿temporal phenomena¿ were suspected. The day of report impedance measurements were made many times and impedances were reported to have been unstable. High values were found but it was also reported that values tending ¿to show the existing of short circuits¿ were also found after measuring impedances several times. Short circuits and a fracture weren¿t suspected from images. It was noted that after they ¿confirmed the patient¿s activity¿ on the event date, ¿there was no possible cause considered.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.